Event description:
It was reported that there was a leak, the alarm of the pump was registering low vacuum. The dressing was not compressed.

Manufacturer narrative:
As of today, no additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. A review of the associated manufacturing records confirmed the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. At this time an exact root cause cannot be determined.